Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The reported lot# does not exist for the reported cat#. Therefore, the device manufacture and expiration dates are unknown. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the scale markings on a bd¿ syringe with bd luer-lok¿ tip were illegible. This was observed before use and there was no report of injury or medical interventions.

Manufacturer narrative:
Bd did not receive any photos or samples from the (B)(4) plant for evalutaion, therefore the failure mode could not be verified. A DHR could not be performed as the lot/batch number provided was not a valid lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure mode. The root cause is undetermined.